Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 500 mg/dl and 596 mg/dl. The insulin pump had motor error. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer treated high blood glucose level with manual injection. The pump will be returned for analysis.